Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or failed battery test alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they changed the battery but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 192 mg/dl at time of reporting. Nothing further reported.